Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed if the investigation details require.

Event description:
It was reported that the saw was running on its own. There was no patient involvement and no allegation of adverse consequences associated with this event.